Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID was not working and required witness to sign in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not working. A technical support specialist (tss) performed a manual installation to restore biometric functionality. The tss uninstalled the existing lumidigm device service through the programs and features control panel when present, then obtained the lumidigm update package and extracted the files for installation. The tss logged into the station with administrative access, executed the installer with elevated privileges, and completed the driver installation process. The tss then validated the biometric reader using the hardware test application and performed a system reboot to confirm proper functionality within the application. Further validation was completed to ensure the biometric identifier was operating as expected. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID was not working and required witness to sign in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.